Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent stress urinary incontinence repair and subsequently required additional surgical procedures due to erosion, recalcitrant detrusor over activity, recurrent prolapse, weak incompetent pubocervical fascia with bilateral paravaginal defects and overactive bladder.